Event description:
It was reported that the pt states that he began experiencing problems with stiffness and soreness in (B)(6) 2011 for which he received cortisone shots. He went to his surgeon as a result of receiving the recall letter. Pt had blood work and MRI on (B)(6) 2012. Dr. Diagnosed abnormal tissue involvement and significant cobalt and chromium level elevations. He will be scheduled for revision surgery at some time in the future based on is recovery from revision surgery on the right hip which will take place in (B)(6) 2012.

Manufacturer narrative:
The pt is (B)(6). At this time, the pt was unable to identify the devices implanted, however believes them to be either rejuvenate or abg ii. Additional info has been requested and if received, will be provided in a supplemental report.